Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid (hydromorphone) at unknown concentration/doses via an implantable pump for spinal pain indications. It was reported by the hcp that the patient just got transferred to the intensive care unit (ICU) but was admitted to the hospital on (B)(6) 2024 and was currently in respiratory distress. The hcp stated they want the pump emergently turned off because they believed the patient was getting too much medication. The hcp asked for infusion settings and technical services explained she would either need to get those from the pump managing physician or someone who could interrogate the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.